Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿predicting wear and blood metal ion levels in metal on metal hip resurfacing¿ by ashley k matthies et al, reports on the development of a geometrical model for measuring the contact patch to rim distance (cprd) and determined the contribution of five surgical and design variables (cup inclination angle, cup version angle, arc of cover, femoral head diameter and head cup clearance) to this measure, calculates the patient specific cprds and assesses the wear rate and blood metal ion levels in 165 metal on metal-hip resurfacing(mom-hr) (330 retrieved components; 52 males, 113 females; mean age-54 years). The following prosthesis were included-adept resurfacing system (finsbury orthopaedics), asr hip replacement (depuy orthopaedics), birmingham hip resurfacing (smith and nephew), durom hip resurfacing (zimmer) , cormet hip resurfacing system (corin). The asr hip replacement components were employed in 46 cases. The asr (depuy) was recognized as having the poorest clinical and wear performance of contemporary mom-hr designs, attributed to shallow or reduced arc of cover leading to increased wear rates, blood metal ion levels and susceptible to a suboptimal cup position. No clarification was found on which events were specifically present on specific patients. Asr hip replacement was found to be associated with above reported adverse events. Noted that acetabular inclination ranges of 15 to 82 degrees and acetabular version rages of -34 to 61 degrees indicating cases of malpositioned cups.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.